Manufacturer narrative:
Device has been requested from consumer for analysis. Use of breast pumps is not known to cause or contribute to this event. Requested, but not returned.

Event description:
Consumer claims to have developed mastitis due to the pump not working.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis. Supplemental report: the consumer returned the device and it tested in accordance to the specifications. No failure was found.

Event description:
Consumer claims to have developed mastitis due to the pump not working.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis. Supplemental report: the consumer returned the device and it tested in accordance to the specifications. No failure was found.

Event description:
Consumer claims to have developed mastitis due to the pump not working.